Event description:
It was reported that the ilet system indicated a low glucose value of 43 mg/dl while the patient felt well and did not perceive hypoglycemia, and the caregiver suspected an issue with the dexcom g7 sensor and planned to change the sensor when able. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding confirmation with a fingerstick and assessment of the cgm sensor. Investigation of this case revealed no confirmed device malfunction and no corroborating symptoms, with the event categorized as low glucose with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.